Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter(aus) device due to an extrusion of the cuff into the urethra, urinary retention and infection. The patient was being treated for prostate cancer and was experiencing urinary incontinence and erectile dysfunction due to medication, physiotherapy and intracavernous injections. A penile prosthesis was placed for treatment of the erectile dysfunction and an aus device was placed for the treatment of urinary incontinence. The cuff however, extruded into the urethra and the aus was removed and a posterior urethroplasty was performed on the patient. The patient is reported to be well and stable, but is still experiencing urinary incontinence.